Event description:
The customer reported seventeen false negatives with the idnow covid-19 assay performed on various dates involving lot 1064145. This report is three of seventeen. The customer reported one false negative with the idnow covid-19 assay performed on a nasal sample (collection date: (B)(6) 2022). Confirmation testing (platform: core lab) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-03633 through 1221359-2022-03649.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064145 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064145 and test base part number 190-430 / lot 1064145. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064145 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue . A review of complaints against the kit lot for the reported issue indicates product performance is as expected .